Event description:
While investigation a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. Monitor sn 07001207 failed a pulse test. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. During servicing the monitor failed a pulse test. High voltage capacitor c22 was found to have broken free from the defibrillator board, causing the pulse test failure. The root cause of the broken c22 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt was fitted with a replacement monitor.